Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that may contribute to a difficult to open or close the foot include but are not limited to, tissue or suture caught in the foot which likely led to the reported device entrapment. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated. D4 - primary UDI number: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. D4 - primary UDI number: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported as a comment, stating that the foot of a perclose device did not release and the device was unable to be removed. The device was deconstructed and then the device was removed. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.